Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the doctor as the experienced high blood glucose level. The customer¿s blood glucose level was 300 mg/dl, 370 mg/dl and 146 mg/dl. Customer was using insulin pump system within 48 hours of high blood glucose levels. The customer stated that they had gone higher and no amount of insulin could get it down. The doctor prescribed the customer manual syringes. The customer did not mention any symptom related to high blood glucose level. The customer reported that the doctor thought there was something wrong with the insulin pump. The insulin pump and reservoir will not be returned for analysis.